Manufacturer narrative:
Report (B)(4) was sent to ge healthcare via the medwatch program. Customer info and the device serial number involved were not provided. Ge healthcare contacted FDA regarding the referenced report and was informed that the customer will not release any additional info to the manufacturer. While there was no confirmed injury identified, the medwatch report sent by the user facility indicated the event report type as "injury." The reported event cannot be investigated with the info available at this time. If additional info is received, a follow up report will be submitted. Product labeling states that all electrocardiograms must be overread by a cardiologist or qualified physician. Reference the attached pages from the 12sl physician's guide and mac 5500 operator's manual. Similar warnings are present in the operator's manual for every product that contains the 12sl ECG analysis program.

Event description:
Per (B)(4): "volun (B)(6)-2010: the electrocardiogram diagnosis computer interpreted an electrocardiogram as "sinus tachycardia with premature atrial complexes", when the rhythm was actually atrial tachycardia with two to one block. The treatments and morbidity of these two rhythm entities are different. Often, the over reading doctor does not alter the interpretation of the electrocardiogram device, allowing the pt to be carried and treated for an incorrect diagnosis."